Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. (B)(4). The following information was provided by the initial reporter: " customer alleges false positive results for n1 target with repeat-negative test results."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-01778 was sent in error. This is a duplicate of the reagent complaint MFR report# 1119779-2021-01717 . There was no malfunction detected with instrument.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. (B)(4). The following information was provided by the initial reporter: "customer alleges false positive results for n1 target with repeat-negative test results."